Event description:
It was reported that the patient presented during follow-up in clinic. It was noted that the leadless pacemaker had dislodged post-implant. The leadless pacemaker was explanted on (B)(6) 2023. The patient was recovering from the procedure.